Event description:
Event verbatim [preferred term] one of the wraps was ok but when she took out the other one it crumbled [device leakage] , . Case narrative:the initial case was missing the following minimum criteria: the consumer experienced an event under thermacare. Upon receipt of follow-up information on 03jun2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip), device lot number w61091, expiration date 30jun2021, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated one of the wraps was ok but when she took out the other one it crumbled on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Product quality complaint group provided following investigation results: sample was not received. Investigation summary: a site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3 - skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Conclusion: based on the complaint narrative, the patient experienced crumbling pouch with leaking heat cells which is a potential burn injury. Review of complaint description concluded there was a device malfunction. No follow-up attempts are needed. No further information is expected. Follow-up (15oct2019): new information reported from product quality complaint group includes investigation conclusion. No follow-up attempts are needed. No further information is expected., comment: based on the available information, the patient reported that "one of the wraps was ok but when she took out the other one it crumbled ". There was "no adverse event" such as burn associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3 - skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective (B)(6) 2018, version 1.0. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Conclusion: based on the complaint narrative, the patient experienced crumbling pouch with leaking heat cells which is a potential burn injury. Review of complaint description concluded there was a device malfunction.

Manufacturer narrative:
A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- (B)(4) bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
One of the wraps was ok but when she took out the other one it crumbled [device leakage]. Case narrative: the initial case was missing the following minimum criteria: the consumer experienced an event under thermacare. Upon receipt of follow-up information on 03jun2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. A female patient of an unspecified age started using thermacare heatwrap (thermacare lower back & hip), device lot number w61091, expiration date jun2021, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated one of the wraps was ok but when she took out the other one it crumbled on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Sample was not received. Investigation summary: a site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- (B)(4) bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No follow-up attempts are needed. No further information is expected. Comment: based on the available information, the patient reported that "one of the wraps was ok but when she took out the other one it crumbled ". There was "no adverse event" such as burn associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.